Manufacturer narrative:
Batch review performed on oct 12, 2018: lot 1655373: (B)(4) items manufactured and released on 15 may 2017. No anomalies found related to the issue. To date, no similar event on the same lot has been registered. Visual inspection performed by r&d project manager: the tip of the screwdriver broke. This device is an on-demand instrument, is designed with a thru cut (split design) to allow elastic retentive feature. For this reason, the instrument is only indicated for "temporary" screwing the set screws, not for tightening. A dedicated torque-limiting driver (03.51.10.0138) is provided in the set. It is possible that the driver was use to tighten/untighten the setscrew, or it was damaged from previous surgery.

Event description:
When trying to engage the screwdriver with must cross connector out of the patient body, the tip of screwdriver broke.